Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported inability to pause insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that on (B)(6) 2026 the patient's blood glucose decreased to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient thought the pod kept delivering insulin even when suspended. When they removed the pod, it still had insulin slowly coming out of the cannula.